Event description:
It was reported that the patient underwent a third revision due to implant disassembly. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat: 118001 lot: unknown versa-dial/comp ti std taper. Cat: ti-115326 lot: unknown comp vrsdl glnspr 41mm +6 ti. Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00177, 0001825034-2022-00178.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Review of the available records identified that a reverse-type left shoulder arthroplasty is present. The images show the alignment is anatomic and there is disassociation of the glenosphere of the reverse-type left shoulder arthroplasty from the base plate with resulting subluxation. There is no fracture or evidence of implant loosening. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.